Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the right femoral artery in a 73-year-old female who presented with acute myocardial infarction and cardiogenic shock, with a known history of coronary artery disease. The patient was classified as scai stage a at the time of support. The right femoral artery was accessed and a 13-centimeter peel-away sheath was utilized. The purge solution consisted of dextrose 5 percent in water. The patient underwent right coronary artery percutaneous transluminal coronary angioplasty with stent placement during the index procedure. Baseline laboratory values prior to device insertion included a hemoglobin of 7.6 grams per deciliter and hematocrit of 23.3 percent. During the procedure, the original companion sheath would not advance and was reported to hemorrhage blood when attempts were made to insert it into the 13-centimeter peel-away sheath. The event was described as a failure to advance the 14 french introducer, associated with significant bleeding at the access site. Due to this failure to advance and the associated blood loss, a device revision or replacement of the introducer was performed. At the end of the case, the patient¿s partial thromboplastin time was reported as 26 seconds. Major bleeding at the arterial access site is a known complication of large-bore femoral access, particularly in elderly patients with underlying coronary artery disease and pre-existing anemia, as reflected by the low baseline hemoglobin and hematocrit. The need for introducer revision or replacement in the setting of difficulty advancing the companion sheath is consistent with procedural and access-related challenges inherent to large-bore vascular procedures. A comprehensive review of the available information does not identify evidence to suggest a relationship with the reported event. And the clinical course appears attributable to patient-specific factors, large-bore femoral access, and procedural handling. The patient survived.